Event description:
It was reported insulin drops were not observed at the end of the infusion set tubing during the load sequence. There was no reported impact to the customer's blood glucose level. The customer performed a supply change to address the issue and resumed insulin therapy successfully.